Event description:
It was reported to boston scientific corporation on december 19, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. The axios stent was deployed using the eus method where the second flange was deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician had difficulty deploying the axios stent and resulted to stent misdeployment. The second flange of the axios stent was fully deployed in the peritoneum and not in the stomach. Computerized tomography (CT) scan was taken, and the image showed the second flange was deployed not in the target location. Exploratory laparotomy was performed to surgically removed the axios stent from the patient, and the procedure was completed. The patient was sent to surgical intensive care unit (sicu) and was admitted beyond the standard days of care. The patient remained admitted in the hospital, but his current condition was reported to be stable and is expected to fully recover. It was reported that the axios stent and electrocautery enhanced delivery system was deployed through endoscopic ultrasound (eus)- guided cystogastrostomy. Following axios deployment, it was noted on eus imaging that the external flange of the axios stent had deployed outside the stomach and into the peritoneal cavity. The patient was immediately taken to the operating room for stent removal, peritoneal lavage and repair of gastric perforation.

Manufacturer narrative:
Blocks b5, e4, g2, and h6 (patient and impact code) have been updated with the additional information received on january 6, 2023. Block g2: report source: mw5114076 block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e211401 captures the reportable patient complication of gastric perforation. Impact code f19 is being used to capture the surgical procedure performed to surgically removed the axios stent. Impact code f08 is being used to capture prolonged hospitalization. Impact code f0801 is being used to capture the patient was sent to surgical intensive care unit (sicu). Impact code f23 is being used to capture the additional intervention of peritoneal lavage. Block h10: the axios stent was not returned, but the electrocautery enhanced delivery system was received for analysis. Visual inspection of the delivery system found no visible damages. No other issues were noted to the delivery system. Product analysis did not confirm the reported events of stent positioning issue and stent difficult to deploy. The reported events cannot be confirmed because this happened during the procedure and there was no objective evidence in the returned device to confirm the reported events. The reported events of stent positioning issue, perforation, and surgical intervention were known as potential adverse events associated with the use of the device in the manufacturer's labeling. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. The axios stent was deployed using the eus method where the second flange was deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the physician had difficulty deploying the axios stent and resulted to stent misdeployment. The second flange of the axios stent was fully deployed in the peritoneum and not in the stomach. Computerized tomography (CT) scan was taken and the image showed the second flange was deployed not in the target location. Exploratory laparotomy was performed to surgically removed the axios stent from the patient, and the procedure was completed. The patient was sent to surgical intensive care unit (sicu) and was admitted beyond the standard days of care. The patient remained admitted in the hospital, but his current condition was reported to be stable and is expected to fully recover.

Manufacturer narrative:
(B)(4).